Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the bottom port. The leaks were discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between: august 8, 2018 to august 9, 2018 the actual devices were not available; therefore, a device analysis could not be completed for the actual samples. However, forty-nine (49) companion samples were received for evaluation. A visual inspection of the sealed bags was done under normal room conditions and no obvious physical defects were observed on the sealed companion samples. Functional testing was performed on two (2) companion samples and a leak at the spike port cap from the spike port was observed on both samples. The reported condition was verified on the 2 companion samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.